Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter telephone number: (B)(6). Section h3- it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor noticed a coating on the lens which wouldn¿t clean off after implanting into the patient eye. Iol was removed and replaced. Patient fully recovered. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 20 aug 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the lens reveal that it was cut in half and stuck to a cartridge tray. The lens was coated in a material. The lens was forwarded for additional evaluation. The sample was examined at high magnification on a stereo microscope and no distinctive coatings or films were observed; therefore, the surface of the lens was analyzed in two different areas. The material were identical and identified to be a methacrylate species which is the expected material for the iol. A spectrum was obtained on any residue remaining the material is a sodium salt residue and possibly methanol. The ftir spectrum raw data output file generated was then compared against the manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. Manufacturing record evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the device met all specifications prior to being released. No device failure was identified. The documentation/label review defines potential complications and adverse events associated with this type of surgery. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.